Event description:
It was reported that the pt had changed her insulin infusion set four times because the cannula kept kinking and the insulin was leaking out from under the adhesive patch. Two days before reporting the incident the pt's blood glucose level had risen to "hi". The pt changed the infusion set and saw that the cannula was kinked. The pt continued to monitor her blood glucose level and before she went to bed it had fallen to 288 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.